Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - no visible defects detected. Permeability test: the test showed that the progav 2.0 shunt system is difficult permeable. In order to test if the catheter is blocked, we tested the catheter. The test showed that the peritoneal catheter is permeable. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation results, we can identify a difficult permeability in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx440-t) was implanted during a procedure performed in (B)(6) 2020. According to the complainant, the arachnoid cyst was rechecked after abdominal shunt was implanted. Reportedly, it was found that the blocked tube at the abdominal end could not be shunted and the shunt tube had been removed. The patient underwent a revision procedure. The complaint device was expected to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6).